Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was rep orted that during follow-up the angiogram showed the patient developed a type 1b endoleak around the stent graft limb in the left iliac. The physician stated the iliac artery dilated and caused the distal type 1b endoleak. The physician coiled the left hypogastric artery and implanted an endurant 16/13/93 to extend the aneurx stent graft on the left side and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).